Event description:
It was reported that during a hernia procedure, the clips were ejecting from the device. No patient consequences were reported.

Manufacturer narrative:
Info anticipated, but available at this time.